Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection, the unit¿s front bezel was found to be damaged; otherwise, the unit is in good condition. The erbe was tested using the system, and upon powering on, error c-34 which was high frequency (hf) voltage was too low in the on state was displayed. The erbe will be sent to the original equipment manufacturer original equipment manufacturer (OEM) for further investigation. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a nurse contacted the intuitive surgical, inc. (Isi)technical support to report that an erbe error c-34 occurred. The site attempted to power cycle the erbe with no change. The site then elected to use a spare integrated electrosurgical unit (iesu) to continue the procedure the procedure was completing as planned with no report of patient injury.